Event description:
It was reported that the unit was being returned to the international service center for service. No further info is available. No reported pt consequence.

Manufacturer narrative:
(B)(4). Eval summary: based on analysis results, this complaint is now determined to be an MDR malfunction. The analysis site performed upgrades and replaced the vso. After servicing the unit passed all qa functional testing. Complaint info is trended on a regular basis to determine if further investigation is warranted.